Manufacturer narrative:
The failure investigation has been completed and the alleged touch screen unreadable was verified. Additionally, the alleged touch screen cracked issue could not be verified however, a different issue was identified.

Event description:
It was reported that the pump touch screen was cracked and unreadable. There was no adverse impact to the customer¿s blood glucose. Reportedly, the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.